Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported right side capsular contracture, baker grade unknown. Device remains implanted.

Event description:
The device has been explanted, at which time, "it was very inflamed."

Manufacturer narrative:
Reason for reoperation is capsular contracture baker grade iii.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional additionally reported patient emotionally affected (in depression)."

Event description:
Physician additionally reported the patient experiencing pain and noted the baker grade to be iii. Physician stated the case is getting worse.